Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 608 mg/dl and diabetic ketoacidosis. Reportedly, the customer was using "long acting insulin" within their pump supplies. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Tandem technical support educated the customer regarding off-label insulin.